Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via transtelephonic monitoring the ventricular lead appeared to exhibit loss of capture. When a magnet was placed on the pacer, there appeared to be intermittent loss of capture.